Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor resets) was confirmed. As received the monitor was resetting when attempting a data download and had multiple abnormal shutdown flags. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.